Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. The device was filled with 13500mg piperacillin / tazobactam in 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 5, 2019 - september 6, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the luer. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.